Manufacturer narrative:
To date limited medical records have been provided, which included the implant operative report and implant tracking log. Based on the limited information available at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted.

Event description:
The following information was provided to davol by the patient's attorney: on (B)(6) 2005--patient was diagnosed with symptomatic rectocele, vaginal prolapse, cystocele, stress urinary incontinence (sui), a 2cm mass in right groin, pelvic pain, right fibroma on right ovary, left cystic hemorrhagic cyst and underwent a transabdominal sacrocolpopexy with implant of a bard/davol "marlex" flat mesh, culdoplasty, posterior repair and a bilat salpingo-oophorecomy. Per the operative report details, "these prolene sutures were then used to attach a 3 x 6 marlex graft (davol flat) to the posterior wall of the vagina. The peritoneum over the sacrum was excised after the sigmoid had been moved to the left with direct visualization of the sacrum and two prolene sutures were placed through the periosteum into the marlex graft (davol flat) assuring appropriate amount of tension." Attorney alleges unspecified adverse patient outcomes associated with use of device.